Event description:
Information received indicates the right head brake caster is not holding when in brake.

Manufacturer narrative:
The technician isolated the issue to a broken caster stem. The caster was replaced to repair the bed.